Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent power source alerts occurred and battery gauge fluctuated for a short period of time while charging. After continual charging for a period of time, the alert cleared and pump was successfully charged. Customer's blood glucose was 98 mg/dl.